Manufacturer narrative:
Correction to section e: initial reporter.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing of premature ventricular contractions that were falling into the blanking period. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing of premature ventricular contractions that were falling into the blanking period. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This device remains in service.